Event description:
Pump declared an altitude alarm, which did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer did not report this issue with the same pump in the past month, and their insulin was not suspended due to the alarm, as it occurred earlier in the day. Customer replaced the cartridge to resolve the issue, and the pump resumed normal operation after receiving tips for preventing altitude alarms from technical support, which the caller understood and acknowledged.